Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another, unknown, device. The reporter claimed obtaining blood glucose readings of 300 mg/dl with the subject meter but was unable to give exact readings for the other device. The tests were performed within an unknown time of each other. This complaint is being reported because the results may not have met lifescans accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.